Event description:
It was reported that the patients implantable pulse generator (ipg) is in an uncomfortable location. No device malfunction was suspected. The patient was prescribed with medication. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) is in an uncomfortable location. No device malfunction was suspected. The patient was prescribed with medication.